Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment in 1997, they experienced erosion and necrosis of the urethra and/or vaginal wall. The patient reported the sling was removed in 2000. The patient reported they "had other medical treatment as a result of the failure of sling." It is unknown what other medical treatment was provided. The device was not returned for evaluation. Therefore, no failure analysis is available, without evaluating this device, the co was unable to determine if the device met specifications, and the co was unable to determine the specific relationship of the device to the event.